Event description:
It was reported by an attorney that on (B)(6) 2004 the patient underwent a gynecological procedure and hysterectomy and mesh was implanted due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including an excision of the mesh on (B)(6) 2013 due to urinary retention and voiding dysfunction. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with tvh/bso and anterior and posterior colporrhaphy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).